Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side implant seroma, nodule and implant folding/sagging. Device has been explanted and replaced.

Event description:
Healthcare professional reported implant seroma, nodule and implant folding/sagging. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.